Manufacturer narrative:
H3: product analysis #(B)(4):equipment used: vis m-78210 document used: (B)(4) rev. Ae as found condition: the apollo catheter was returned within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: no damages were found with the catheter hub. No bends, kinks, stretching, flattening, or accordioning was found with the catheter body. The detachable tip was found to be detached from the catheter. The detached tip was not returned. No other anomalies were observed. Testing analysis: the ldpe overlap was measured to be 1.3mm which is within specification (specification: 1.0-2.5 mm). Conclusion: based on the device analysis and reported information, the customer¿s ¿tip premature detachment¿ report was confirmed. The catheter tip was entrapped/stuck. Possible causes of ¿tip premature detachment¿ include incompatible devices, patient vessel tortuosity, distal tip damage, and ldpe overlap not within specification. Information regarding the patient¿s vessel tortuosity was not provided. The synchro-10 guidewire used for the event was not returned. Since the guidewire was not returned, an analysis could not be performed. As per the apollo instructions for use (IFU), ¿the apollo is not compatible with non-hydrophilically coated guidewires or guidewires greater than 0.010¿ in diameter.¿ the synchro-10 guidewire has an outer diameter (od) of 0.010¿, as per an online source. Therefore, the synchro-10 guidewire was found compatible for use with the apollo catheter, ruling out ¿incompatible devices¿ as a potential cause. Regarding the detachment of the apollo catheter distal tip, potential causes include however, the ldpe overlap was found within specification. The detached tip was not returned. Therefore, an analysis could not be performed, and any contributing factors (i.e., damage) could not be assessed. The root cause for the tip detachment could not be determined. (Gamboj3 2023-10-03) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo microcatheter tip is pre-detached. The catheter tip was entrapped/stuck. There was no va sospasm. There was no surgical or medicinal intervention required. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for onyx embolization treatment. Ancillary devices include a fubuki 7f, sofia 5f guide catheter, apllo 1.5cm microcatheter, synchro10 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.